Manufacturer narrative:
The insulin pump had no failed battery test alarm noted. The pump was programmed and monitored for 1 day with no blank display noted. The pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected error test. All operating currents are within specification. The pump had low battery alarm and off no power alarm functioned properly. No battery icon anomaly was noted. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The pump had a scratched display window, cracked reservoir tube lip and a missing end cap sticker. No damage was noted on isolation tape on lcd. (B)(4).

Event description:
The customer reported via phone call of a blank display and failed battery test from the insulin pump. The customer's blood glucose level was 369 mg/dl. The customer treated with the pump. The customer stated that the battery would show normal battery life and die overnight, causing high readings. The customer does not wear the sensor. The customer received failed battery test with a new battery cap. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.